Manufacturer narrative:
D4 UDI information was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a sudden drop in flow. Fluoroscopy showed the cannula was kinked. The pump was explanted and replaced with a new pump. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D3 (manufacturer fax) has been added. H3 (device evaluated by manufacturer?) Has been updated to "yes" as there was product returned. The cause of the low pump flow was due to a cannula kink based on clinical details noting kink observed on imaging and returned product confirmed a cannula kink was present. The cause of the product damage was due to a cannula kink based on returned product analysis and clinical details.